Manufacturer narrative:
The device was evaluated and repaired by a third party service center. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.